Manufacturer narrative:
Analysis results not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that when using this handpiece it overheated quickly, in 15 seconds or so. There was no patient impact.

Manufacturer narrative:
The em210 handpiece was received in service and repair; however, the report of overheating could not be confirmed. Pre-repair temperature testing was performed. After running the device for 1 minute the temperatures were as follows: t1 ¿ 78.1 degrees fahrenheit, and, t2 ¿ 78.4 degrees fahrenheit. The unit operated within normal parameters; it was examined and no fault was found. The device was cleaned, tested and passed manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.